Event description:
It was reported that this right atrial (ra) lead was removed and replaced due to high pace impedances greater than 2000 ohms and noise oversensing with a loss of capture. A subclavian crush was visible in fluoroscopy and on the lead when removed. No additional adverse patient effects were reported. The product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted a deformed outer insulation and coils. The outer coil was found to be fractured at about 216 mm. White residue from the insulation rubbing was noted on two sides. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
The product has not been returned and analysis has been completed.